Event description:
It was reported that the patient presented for implantation procedure. During the procedure, the right ventricular lead exhibited poor r waves and no capture at high outputs. The lead was not used, and a different lead was implanted to complete the procedure. Patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.